Event description:
It was reported that this arctic sun device had unstable flow rate from low and zero rate. Per review of wo on 24feb2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 27feb2023, the date of event occurred was 21feb2023. The flow rate was not fixed at a constant value. The flow rate continued to change. The flow rate kept changing to a value between 0 and 0.7 l/m. They repaired device in field. Per follow up information received via email on 06mar2023, they replaced manifold assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Due to pressure sensor in the manifold assembly, the water flow rate was changed continuously during the function test. Manifold assembly was replaced. This device was evaluated. The arctic sun passed all tests successfully. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that this arctic sun device had unstable flow rate from low and zero rate. Per review of wo on (B)(6)2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6)2023, the date of event occurred was (B)(6)2023. The flow rate was not fixed at a constant value. The flow rate continued to change. The flow rate kept changing to a value between 0 and 0.7 l/m. They repaired device in field. Per follow up information received via email on (B)(6)2023, they replaced manifold assembly.